Event description:
A talent taa stent graft system was implanted for the treatment of an 8 cm in diameter thoracic aortic aneurysm. It was reported that the patient was in for a routine follow up and the physician stated that there was sac growth of 1 cm. The patient is symptomatic. The physician is unsure if distal stent is without a seal causing sac growth. The patient returned the following month and it was noted that there was a type iii endoleak, separation. The patient was treated with 3 valiant devices, a 38x38x200, 42x42x200, and a 38x38x200 resolving the endoleak. A review of cta¿s 5 years post-implant revealed that multiple talent thoracic devices had been implanted. The most proximal device was positioned just distal to the left common carotid artery, and the devices extended across the arch and into the descending thoracic aorta. The most distal stent graft was positioned 3cm above the celiac artery. An area of severe stent graft angulation (approximately 90 degrees) was seen in the distal descending thoracic; 6 ¿ 7 cm above the distal end of the devices. The max diameter taa, near the mid-descending thoracic, was approx. 8cm. No contrast was observed outside the stent grafts, and the devices were patent. At the distal device there was no clear endoleak observed, but there appears to be a marginal seal. The distal stent graft od measured 33 x 35mm, and the thoracic aortic diameter at that level was 45x 49mm. The flow lumen diameter at the celiac artery was 26 x 30mm. The cause of the reported aneurysm expansion and type iii endoleak could not be determined. Earlier follow-up films were not provided, and films showing the reported type iii endoleak and valiant intervention were not available for review. It is possible that disease progression may have led to the marginal distal seal, and aneurysm morphology changes in conjunction with the severely angulated thoracic aorta may have contributed to the type iii junctional endoleak.

Manufacturer narrative:
(B)(4).